Manufacturer narrative:
Still under investigation.

Event description:
A male patient underwent aaa repair in 2009. The patient received placement of a zenith main body and two zenith iliac zt legs. The patient was outside the provided "instructions for use" due to the proximal aortic neck being a reverse funnel that was less than 15mm and the presence of calcification. Confirmatory angiogram revealed a persistent type I endoleak. The following month, the patient underwent a secondary procedure to treat the endoleak. The patient received a zenith main body extension which resolved the endoleak. The physician had planned to use a zenith renu cuff and bypass the sma to make a longer landing zone; however, the renu was damaged. When they went to put the sheath up, it rolled back and exhibited a large tip. The patient is doing well.